Event description:
Caller reported a malfunction on a pump, identified by the malfunction code "malf 9." There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support again if any issues arise, which the caller acknowledged and understood.